Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was over 34 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform occlusion, prime and excessive no delivery test due to motor error alarms. Unit was received with scratched display window and missing end cap sticker. The time and date functioned properly.